Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
The customer reported an issue with their meter. Customer also reported experiencing symptoms of low blood sugar and self treated. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of third party medical intervention, death, or serious injury.